Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a critical failure. The customer was offered a quote to lace the device but the repair has been canceled. Insufficient information is available to support final failure analysis. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. The device was not available for investigation. Based on the information available, the cause of the reported problem was a potential component failure. The reported problem could not be confirmed because the device was not returned for investigation. Based on the information available, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Philips recommendation was main unit needs to be replaced, customer was offered a quote for replacement but canceled the repair. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.